Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec¿d 11/4/2013- pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: 11/25/2013 update jun 19, 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address painful metallosis. Revision note stated that there was a small amount of grey tinged cloudy fluid in the joint and behind the liner, small pseudotumor measured 3 x 3 cm, hypertrophic capsule and any tissue appeared to be affected by metallosis. Product information was updated. This complaint was updated on: jul 11, 2017. Update 6/19/2017 reviewed medical records for MDR reportability, including most recently submitted medwatch follow-ups. Added stem to complaint for allegations of elevated metal ion toxicity. No changes to already existing MDR reports. Complaint updated on: 7/14/2017

Manufacturer narrative:
Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). : investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s) for pain. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation therefore it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.